Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during procedure, the guidewire broke while being advanced through the microcatheter. The physician removed the fragment with a snare device without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The physician's opinion of the reported issue was that the technician possibly kinked the back of the guidewire causing the guidewire to break. Based on the information available an assignable cause of handling damage was assigned to this event.

Event description:
It was reported that during procedure, the guidewire broke while being advanced through the microcatheter. The physician removed the fragment with a snare device without clinical consequences to the patient.